Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was thought the patient developed an infection and had cultures done, with extraction scheduled. However, the cultures came back negative for bacteria and viral agents in the pocket. Therefore, it was determined that the patient developed a hematoma, which was evacuated and the pocket was revised. The system remains in use. No further patient complications have been reported as a result of this event.